Event description:
It was reported that the system had high impedances. The manufacturer representative reprogramed the device but the active electrodes did not cover the area needed for coverage. X-rays were taken but did not indicate a broken lead or that the lead had pulled out of device block. This issue occurred after the patient endured strenuous activity, having to wrestle psychotic patients several times at her job. Additional information received indicated that the patient is awaiting approval for a lead revision, to replace the damaged leads. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3778, lot# v777710024, implanted: (B)(6) 2011. Product type: lead, product ID: 3778, lot# v770991008, implanted: (B)(6) 2011. Product type: lead, product ID: 37752, serial# (B)(4). Product type: recharger, product ID: 37743, serial# (B)(4). Product type: programmer, patient product ID: 3550-39, lot# n283870, serial#, implanted: (B)(6) 2011. Product type: accessory. (B)(4).

Manufacturer narrative:
Product ID 3778, lot # v777710024, explanted: (B)(6) 2012; product ID 3778, lot # v770991008, explanted: (B)(6) 2012.

Event description:
Additional information received reported that impedances were over 40 ,000 ohms. The patient was in a fight and was injured. Stimulation had no longer functioned. Both leads were explanted. One of the leads was completely severed in half, it was unknown which one. No injury was noted as patient status.